Manufacturer narrative:
No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd phaseal¿ injector luer lock n35j leaked during use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation summary: based on the visual inspection of the sample received, the claimed defect cannot be confirmed: no leak was found on injector piston. During manufacturing process, several tests and inspections are carried out to avoid faulty devices. Among them, functionality of the injector is performed to verify its quality. Positive pressure test is performed according to internal procedures to verify the properly welding of the sealing as well. In this case, as the lot is unknown, device history record cannot be checked. According to jfrl report, no leak has been found in sample received when it was tested. Inspections and tests the tests performed during the manufacturing process to avoid faulty parts are listed below: during molding process: visual inspections for injector parts (cylinder, needle housing, safety sleeve, piston and membrane) are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc). Critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance. Assembly process: the following visual inspections are performed by the operator: safety sleeve must be connected and should be turning with the cylinder and piston. The functionality of the grips is verified. Verify the correct welding of the membrane, color and aspect. Cylinder assembly. Piston must be fixed by the safety sleeve. Needle housing should rotate clockwise and tip of the cannula must be observed. Cannula length (with a caliper gauge). Functionality and piston welding test: quality and functionality of the membrane is verified after be welding and penetrated by the cannula. Positive pressure test is performed according to pc-225 to verify the properly welding of the sealing as well. Conclusion: according to jfrl report, the leak cannot be duplicated. In this case, as the lot is unknown, device history record cannot be checked. No root cause was found.